Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 21 mg/dl, the customer current blood glucose was 123 mg/dl. The customer was hospitalized on 1:30 am (B)(6) 2018.the drive support cap appears sticking out. The customer was treated with emergency room. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that the customer was in emergency medical room on (B)(6) 2018 due to low blood glucose at 1:30 am with blood glucose of 21 mg/dl. The customer current blood glucose is 123 mg/dl. The drive support cap was sticking out. Based on the report's customer allege that insulin pump was over delivering the insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.